Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact support if issues arose again.